Event description:
It was reported that the pt had communication and charging issues with their device. She had a revision of the pocket and the neurostimulator was moved to a more superficial position. The pocket depth was the primary reason why the pt could not charge effectively. Her recharger was also replaced. Further info was requested.

Manufacturer narrative:
(B) (4).